Manufacturer narrative:
The pod was received fully deployed. No timeouts or drive stalls were observed. A tear was observed in the exposed portion of the soft cannula from which fluid was leaking from. The cause and timing of the observed cannula tear could not be determined. No further damages or deficiencies were observed. Cracks were observed in the top housing of the pod. It could not be determined when these cracks occurred. Investigation of the pod and the download data from the pod indicate that the cracks did not affect the functionality of the pod. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 16 mmol/l (288 mg/dl). The pod was worn longer than 48 hours on the abdomen. Hyperglycemia treated with manual injection.